Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found lens haptic bent, deformed and stretched out. Dimensional width and functional inspection found the lens to be within specifications. Unable to perform length verification, due to haptic footplates damage. Claim (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -7.0/1.0/94 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. Cause was reporter to be unknown.